Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, intermittent loss of capture was observed. The lead was explanted and replaced.